Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4) 2011, the meter was tested and no faults were found. On (B)(4) 2011, the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an error 2 message. The following complaint was classified based on information obtained from the customer service representative (csr). The date when the alleged issue first occurred is unclear. According to the csr's documentation, the patient does not manage her diabetes with oral medication and/or insulin and in response to the reported meter issue, the patient continued with her usual diabetes management routine. As a result of the alleged issue, the patient reportedly developed symptoms of shaking and irritability a few days later. The patient, however, denied receiving any form of medical intervention/treatment after the alleged product issue occurred. At the time of troubleshooting, the csr verified that the patient was not using the subject meter for the first time, there was no misuse of the lfs product, the patient was using the correct test strips, and the alleged issue did not occur when the subject meter was turned on with the power button. The csr also noted that the patient was not using the proper testing technique per owner's booklet recommendation. After troubleshooting, the alleged meter issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.